Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 69-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the bedside nurse reported reduced distal arterial flow to the right foot. The decision was made to take the patient to the operating room for impella access upgrade to the axillary artery. Following this implant, vascular surgery performed cutdown and fasciotomy to the right lower leg. Other contributing factors included diabetes and peripheral arterial disease (pad). The patient survived to explant. Ischemia may result from access-site vascular compromise, underlying peripheral arterial disease, diabetes, and critical illness.

Manufacturer narrative:
Updated information was provided in b5 based on the new information received. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information was received stating that the peel away sheath had been removed from the groin when originally implanted. After the axillary case, they had a chance to debrief with the vascular surgeon who came in to manage the leg and she said that the impella repositioning sheath did not seem to be the culprit. The artery seemed plenty large to accommodate the sheath, but that the perclose had been deployed on the posterior artery wall and cinched around the sheath. The clinical who did the original case said that the md had attempted to deploy 6 perclose. The surgeon found one knot and one unknotted, but both cinching the artery around the sheath.